Manufacturer narrative:
(B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer advised the tubes did not fill up properly.

Manufacturer narrative:
Complaint (B)(4). 454334/b24073ea was added to the complaint for short filling. No samples of 454334/b2410338 were provided by the customer. This portion of the complaint cannot be determined. Received one rack of 454334/b24073ea for evaluation. Received customer pictures. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tol-erance range. This portion of the complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.